Event description:
The patient reported that over the last week, he has had elevated blood glucose readings as high as 600 mg/dl with his normal range being 100-140 mg/dl. He said his symptom is being very thirsty. He stated he feels his insulin infusion device is not delivering the proper basal rate. The patient said, he reviewed his basal rates in the device and they are accurate. He stated he can bring his blood glucose down by bolusing insulin, but then it goes back up. Troubleshooting discovered no product or user issues. A replacement device was sent. On follow up, the patient stated he received the new infusion device and within 16 hours his blood glucose levels returned to normal and have stayed there. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.